Manufacturer narrative:
The field service engineer adjusted the water pressure for the rinse and wash station. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable lipc lipase colorimetric assay result for one patient sample with the cobas 4000 c311 analyzer. The initial result was 200 u/l. The repeated result was 50 u/l. The questionable result was not reported outside of the laboratory. The reagent lot number and expiration date were requested but not provided.